Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. The first clip xtw (lot: 40112r1052) was positioned on the medial part of the mitral valve, the grasping was successful and the mr was reduced. After deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Xt (lot: 31213r1061) was implanted to stabilize. Leaflet damage was suspected due to the slda. The procedure ended with mr reduced to grade 1-2+. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda appears to be related to challenging patient anatomy. The reported possible tissue injury is a cascading event of the slda. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.